Manufacturer narrative:
The device was not returned to olympus for evaluation. No additional information has been obtained regarding the reported issue. The instructions manual contains several warning statements in an effort to prevent damage to the device. Per the instructions for use an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Before reprocessing, thoroughly review this manual and the manuals of the reprocessing equipment and chemicals that will be used for reprocessing. Reprocess all the devices as instructed. Do not reuse alcohol is not a sterilant or high-level disinfectant to maintain sterility of equipment following sterilization, use sterile packaging and wraps according to national guidelines.

Event description:
A user facility reported that they typically use 70% isopropyl alcohol to flush their scopes before hanging as a drying agent. The facility inadvertently may have used 70% ethanol, denatured with acetone and denatonium benzoate. User inquired if this would damage the scope during reprocessing. No patient involvement of injuries were reported.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "use medical-grade 70% ethyl or 70% isopropyl alcohol.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the event was caused by a customer¿s mistake.